Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date ¿ ni, date implanted - 2007, manufacture date ¿ ni. Concomitant medical products - biomet cup catalog number: ni lot number: ni, biomet head catalog number: ni lot number: ni, biomet adaptor catalog number: ni lot number: ni.

Event description:
Patient underwent a right hip revision procedure approximately nine years post-implantation due to fracture of the stem. The stem and modular head were removed and replaced.